Manufacturer narrative:
(B)(4), per exemption number e2017013.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) followed-up over-the-phone in an effort to troubleshoot the aia-900 instrument; however, the customer declined service due to cost of repair. No further action was required. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints reported during the searched period. The aia-900 operator's manual under section 12 - flags and error messages, indicates that the mf, sc, and sp flags are indicated of an instrument performance issue. The operator is instructed to contact the local representative. The most probable cause of the reported event could not be determined; the customer declined service.

Event description:
On (B)(6) 2017 a customer reported getting mf, sc, and sp flags on quality controls with no errors and an odd noise upon start-up with the aia-900 instrument. The customer requested service in order to resolve the reported issue. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.